Event description:
On 06/03/97 during surgical procedure. Screw broke. The surgeon chose not to retrieve the remaining piece of the screw from the patient.

Manufacturer narrative:
B.2 correction: outcomes attributed to adverse event: the initial report checked that the problem required intervention to prevent permanent impairment or damage. This correction changed the outcome to foreign body remains in mandible.